Event description:
It was reported that one year following a coronary artery drug eluting stenting treatment procedure the patient died. The patient had a taxus express2 drug eluting stent placed in the proximal right coronary artery (rca). One year later the patient had an acute myocardial infarction and died. Additional information has been requested but not received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.